Event description:
It was reported that five days post-implantation, the patient developed a large wound seroma. An irrigation and debridement was performed in which 1000ml of liquefying hematoma was evacuated. No implant exchange was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A seroma is a pocket of clear serous fluid that sometimes develops in the body after surgery. This fluid is composed of blood plasma that has seeped out of ruptured small blood vessels and inflammatory fluid produced by the injured and dying cells. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. In this case, the patient was on chronic blood thinners due to history of dvt which increases risk for hematoma formation. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.